Event description:
A/w nozzles are missing, scope is in poor condition. There was no report of patient harm. The time of event is before use.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the air/water nozzle missing. Based on the result, we concluded that it was caused due to the excessive force applied on the air/water nozzle. In addition, we confirmed that the insertion flexible tube (ift) crushed, the suction channel leakage, the root brace rubber cut, the remote control buttons cut, and the light guide cable cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was once evaluated to submit MDR. However, after confirming the details with pe repair team, the air/water nozzle was not fallen into the human body. Therefore, it has been evaluated not to submit MDR. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4: device manufacture date.